Event description:
It was reported that the product broke while it was being used in surgery.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.